Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient underwent an intraocular lens implantation and was unable to adapt to the lens. The patient had difficulty seeing near and far vision. There was an explant performed with a replacement odyssey lens. There was delay in treatment of 10min. The patient's condition improved and was very satisfied. There was no other interventions performed. No further information was provided.